Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified blood glucose readings obtained on a blood test and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced weakness, extreme fatigue, dizziness, and breaking out in a cold sweat. The customer was unable to self-treat and required assistance from both a healthcare professional and a non-healthcare professional. The customer self-treated with glucose and takes two different types of insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.